Event description:
Allegedly, during abdominal laparoscopic case, doctor noted that the pt rec'd a 1cm burn on the abdomen. The burn was treated with bacitracin ointment and procedure completed. After procedure, they examined instrument and found a breach in the insulation which exposed metal shaft about 1 to 1.5 inches from l-hook.

Manufacturer narrative:
A picture of the instrument involved shows that the breach in the insulation showing metal is visible to the eye. Either the condition was missed in pre-op inspection or insulated shaft came into contact with a sharp instrument resulting in the insulation being damaged.